Event description:
The consumer was allegedly thrown from the chair when the motor allegedly locked up, resulting in bruises to his face and knee. No serious injury is alleged.

Manufacturer narrative:
(B)(4) retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) had been initiated for this issue. Model tdx4-ps, (B)(4) was approximately 3 years old at the time of the incident. The owner's manual part number 1114809 rev I (dec-05) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was allegedly thrown from the chair when the motor allegedly locked up. The product was returned for an evaluation. Engineering stated that the chair functioned to specifications. The incident could not be duplicated. A hall sensor malfunction was noted. This would cause the chair to stop immediately because of improper wheel position (such as driving over terrain which is not within the specifications of the chair). However, the speed settings for this consumer's chair in all drives were set very low and would not cause a very abrupt stop if the error occurred while driving this chair. Engineering stated that the cause of the abrupt stop is unknown. This model chair is no longer manufactured.